Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. It was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunctioned event which was associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. Patient information was confirmed for 1 event. Age (B)(6).